Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 36-year-old female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes nos from january 2017 to january 2018, spotting vaginal, blood loss of (nos) and colposcopy. Previously administered products included for abnormal menstrual bleeding: depo-provera in 2004. Concurrent conditions included amenorrhea, dysplasia, pap smear abnormal, uterine leiomyoma, fibroids and menometrorrhagia. Concomitant products included mestranol;norethisterone (necon) from december 2008 to december 2015 for contraception as well as famciclovir from 2017 to 2018, hydrocodone, ibuprofen, paracetamol (acetaminophen), progesterone (progestin) and valaciclovir (valacyclovir) since 2017. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 4 years 4 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdomen pain") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain and hypersensitivity had resolved and the anxiety, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lot number: 20183879 manufacture date: 2009-06 expiration date: 2012-06. Patient received treatment for events ¿ pelvic pain , abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: transabdominal examination, the uterus measures 11.1 x 5.5 x 6.0 cm, there is a 4.0 x 3.2 x 3.4 cm fibroid noted in the anterior uterine body. The left ovary is normal .in size and appearance, measuring 2.4 x 1.3 x 2.1 cm. Flow is demonstrated within the left ovary right ovary is normal in size and appearance measuring 2.6 x ).4 x 1.2 cm. Flow demonstrated within the right ovary on endovaginal examination., multiple nabothian cysts are identified. 4.0 x 2.8 x 2.0 cm fibroid in the anterior uterine body. Right ovary is normal in size and appearance, measuring 1.9 x 1.4 x 1.2 cm.; on (B)(6) 2017: uterus measures 10.7 x 6.0 x 6.2 cm, an rounded hypoechoic focus within the anterior myometrium measures 3.0 x 3.0 x 3.4 cm and is compatible with a fibroid. At least 5 other smaller fibroids are noted within the myometrium, the largest measuring up to 2.0 cm. Endometrium: the endometrial eehocomplex measures 11 millimeters. It appears normal. Right ovary: measures 2.6 x 1.9 x 2.6 cm. It is normal in size and appearance. Normal vascular flow. Left ovary: measures 3.0 x 1.9 x 3.3 cm. It is normal in size and appearance. Normal vascular flow. A mildly prominent follicle of the left ovary is seen measuring up to 1.7 cm.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, pelvic pain". Lot number: 20183879 manufacture date: 2009-06 expiration date: 2012-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a (B)(6) year-old female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, blood loss of (nos) and colposcopy. Previously administered products included for abnormal menstrual bleeding: depo-provera in 2004. Concurrent conditions included amenorrhea, dysplasia, pap smear abnormal, uterine leiomyoma, fibroids and menometrorrhagia. Concomitant products included mestranol; norethisterone (necon) from (B)(6) 2008 to (B)(6) 2015 for contraception as well as famciclovir from 2017 to 2018, hydrocodone, ibuprofen, paracetamol (acetaminophen), progesterone (progestin) and valaciclovir (valacyclovir) since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 4 years 4 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea and abdominal pain had resolved and the anxiety, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: transabdominal examination, the uterus measures 11.1 x 5.5 x 6.0 cm, there is a 4.0 x 3.2 x 3.4 cm fibroid noted in the anterior uterine body. The left ovary is normal. In size and appearance, measuring 2.4 x 1.3 x 2.1 cm. Flow is demonstrated within the left ovary right ovary is normal in size and appearance measuring 2.6 x ).4 x 1.2 cm. Flow demonstrated within the right ovary on endovaginal examination., multiple nabothian cysts are identified. 4.0 x 2.8 x 2.0 cm fibroid in the anterior uterine body. Right ovary is normal in size and appearance, measuring 1.9 x 1.4 x 1.2 cm.; on (B)(6) 2017: uterus measures 10.7 x 6.0 x 6.2 cm, an rounded hypoechoic focus within the anterior myometrium measures 3.0 x 3.0 x 3.4 cm and is compatible with a fibroid. At least 5 other smaller fibroids are noted within the myometrium, the largest measuring up to 2.0 cm. Endometrium: the endometrial eehocomplex measures 11 millimeters. It appears normal. Right ovary: measures 2.6 x 1.9 x 2.6 cm. It is normal in size and appearance. Normal vascular flow. Left ovary: measures 3.0 x 1.9 x 3.3 cm. It is normal in size and appearance. Normal vascular flow. A mildly prominent follicle of the left ovary is seen measuring up to 1.7 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdomen pain, lower abdomen pain. Reporter information, medical history, concomitant drug, family history, events onset date, events outcome and lab details were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 36-year-old female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal, blood loss of (nos) and colposcopy. Previously administered products included for abnormal menstrual bleeding: depo-provera in 2004. Concurrent conditions included amenorrhea, dysplasia, pap smear abnormal, uterine leiomyoma, fibroids and menometrorrhagia. Concomitant products included mestranol;norethisterone (necon) from december 2008 to december 2015 for contraception as well as famciclovir from 2017 to 2018, hydrocodone, ibuprofen, paracetamol (acetaminophen), progesterone (progestin) and valaciclovir (valacyclovir) since 2017. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 4 years 4 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal mestrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea and abdominal pain had resolved and the anxiety, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.585 kgs. Hysterosalpingogram - on 29-mar-2011: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on 24-jul-2014: transabdominal examination, the uterus measures 11.1 x 5.5 x 6.0 cm, there is a 4.0 x 3.2 x 3.4 cm fibroid noted in the anterior uterine body. The left ovary is normal .in size and appearance, measuring 2.4 x 1.3 x 2.1 cm. Flow is demonstrated within the left ovary right ovary is normal in size and appearance measuring 2.6 x ).4 x 1.2 cm. Flow demonstrated within the right ovary on endovaginal examination., multiple nabothian cysts are identified. 4.0 x 2.8 x 2.0 cm fibroid in the anterior uterine body. Right ovary is normal in size and appearance, measuring 1.9 x 1.4 x 1.2 cm.; on 20-sep-2017: uterus measures 10.7 x 6.0 x 6.2 cm, an rounded hypoechoic focus within the anterior myometrium measures 3.0 x 3.0 x 3.4 cm and is compatible with a fibroid. At least 5 other smaller fibroids are noted within the myometrium, the largest measuring up to 2.0 cm. Endometrium: the endometrial eehocomplex measures 11 millimeters. It appears normal. Right ovary: measures 2.6 x 1.9 x 2.6 cm. It is normal in size and appearance. Normal vascular flow. Left ovary: measures 3.0 x 1.9 x 3.3 cm. It is normal in size and appearance. Normal vascular flow. A mildly prominent follicle of the left ovary is seen measuring up to 1.7 cm.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, pelvic pain". Lot number: 20183879 manufacture date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in a 36-year-old female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes nos from (B)(6) 2017 to (B)(6) 2018, spotting vaginal, blood loss of (nos) and colposcopy. Previously administered products included for abnormal menstrual bleeding: depo-provera in 2004. Concurrent conditions included amenorrhea, dysplasia, pap smear abnormal, uterine leiomyoma, fibroids and menometrorrhagia. Concomitant products included mestranol;norethisterone (necon) from (B)(6) 2008 to (B)(6) 2015 for contraception as well as famciclovir from 2017 to 2018, hydrocodone, ibuprofen, paracetamol (acetaminophen), progesterone (progestin) and valaciclovir (valacyclovir) since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 4 years 4 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal mestrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdomen pain") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain and hypersensitivity had resolved and the anxiety, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lot number: 20183879, manufacture date: 2009-06 expiration date: 2012-06. Patient received treatment for events ¿ pelvic pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: transabdominal examination, the uterus measures 11.1 x 5.5 x 6.0 cm, there is a 4.0 x 3.2 x 3.4 cm fibroid noted in the anterior uterine body. The left ovary is normal .in size and appearance, measuring 2.4 x 1.3 x 2.1 cm. Flow is demonstrated within the left ovary right ovary is normal in size and appearance measuring 2.6 x ).4 x 1.2 cm. Flow demonstrated within the right ovary on endovaginal examination., multiple nabothian cysts are identified. 4.0 x 2.8 x 2.0 cm fibroid in the anterior uterine body. Right ovary is normal in size and appearance, measuring 1.9 x 1.4 x 1.2 cm.; on (B)(6) 2017: uterus measures 10.7 x 6.0 x 6.2 cm, an rounded hypoechoic focus within the anterior myometrium measures 3.0 x 3.0 x 3.4 cm and is compatible with a fibroid. At least 5 other smaller fibroids are noted within the myometrium, the largest measuring up to 2.0 cm. Endometrium: the endometrial eehocomplex measures 11 millimeters. It appears normal. Right ovary: measures 2.6 x 1.9 x 2.6 cm. It is normal in size and appearance. Normal vascular flow. Left ovary: measures 3.0 x 1.9 x 3.3 cm. It is normal in size and appearance. Normal vascular flow. A mildly prominent follicle of the left ovary is seen measuring up to 1.7 cm.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headaches, pelvic pain". Lot number: 20183879 manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received:new event allergic reaction were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.